Manufacturer narrative:
The device was not returned for analysis. Since the device was not returned, we are unable to perform further root cause analysis. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the axium coil failed to detach and upon removed of the coil it unintentionally detached. A new coil was used to treat the patient. No patient injury occurred. Two detachment attempts were made with the instant detacher. A second detacher and manual detachment were not used.

Manufacturer narrative:
D10: device available for evaluation - additional information g4. Date MFR rec ¿ additional information h2: type of follow up - device evaluation h3: device evaluated by manufacturer- additional information h6: codes updated as received, the axium prime coil returned with pushwire and implant coil separated. Instant detacher was not returned as it was discarded. No damage or irregularities were found with the detached implant coil. Additionally, the axium prime pushwire found bent at the proximal end. The actuator interface was detached from the coupler tube and not returned for analysis. The release wire was extending out from the proximal end of the coupler tube. The coupler tube, positive load indicator and break indicator were present and intact. There is evidence of a mechanical detachment attempt using an instant detacher and no evidence of a manual detachment attempt. Based on the analysis performed, the customer report of ¿premature detach from non-detach¿ could not be confirmed. The pushwire was returned with the implant coil already detached which potentially is indicative of premature detachment, however, it is not possible to confirm that the implant coil could not detach prior to this. The release wire and coin were retracted from the lumen stop and the implant coil was detached as intended. There was no malfunction of the device and no non-conformance to specification were identified that could have led to the premature detachment from non-detachment. The pusher was found slightly bent indicative of either high tortuosity or damage during return shipping to medtronic for analysis. Per the axium prime coil instructions for use (IFU): ¿if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. A. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. B. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. C. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU." Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.